Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed a manual prime test per des8653 and dqtp 6117 section 13.2.3.2.2. They were using a new lab reservoir along with a 5xx pump. They ran priming in the pump. All 3 infusion sets failed per specification and they found an occluded tubing/p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting no delivery alarms while changing her infusion set. Customer stated that this occurred with 2 different reservoirs. Customer's blood glucose was 177 mg/dl. Customer stated that the alarm occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer cleared the alarm and the alarm is still active on the pump. Customer stated that the insulin did not exit. Customer was advised to assemble a new infusion set with the current reservoir. Customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did alarm no delivery with manual prime. Customer was advised to change the entire infusion set.